Event description:
Caller states the t tested 4.9 inr and 2.4 inr on coaguchek system 1 and 5.1 inr on coaguchek system 2 during duplicate testing. Coumadin was held for 2 days and then decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with pt identifier (B) (6) for suspect device in coaguchek system 2.